Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date in (B)(6) 2012. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Patient had a veptr ii construct implanted on an unknown date in (B)(6) 2012 that was attached from the ilium to the rib. On (B)(6) 2013, it was noted that the construct pulled through the third and fourth ribs on the right side. On (B)(6) 2013 the cradle was removed and revised to a new cradle farther laterally on ribs 3 to 5. This is report 2 of 3 for complaint (B)(4).